Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable calcium result for one patient sample and a questionable creatinine result for one other patient sample. Of the data provided, only the creatinine result was discrepant and reported outside the laboratory. The initial result was 3.77 mg/dl and was reported out. The result was questioned as the previous result for the patient was 0.6 mg/dl. The sample was repeated and the result was 0.65 mg/dl. The repeat result was believed to be correct. The customer was not aware of any adverse events. She informed the nurse who stated the patient was not treated. The creatinine reagent lot number was 68774301 with an expiration date of 04/30/2014. The field service representative found there were faulty sample and sr probes. He replaced the sample and sr probes and the syringe tips. He ran performance testing and found the analyzer was performing to specifications.